Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, fraying of the forceps wire observed, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to the elongation of the angle wire, bending pipe collapse, scratches on the insertion tube, dirt on the insertion tube difficult to remove, curved rubber bond cracked, scratches found on the tip cover, cracking of the illumination lens, adhesive part of the lighting lens came off, deformation of the air/water nozzle, scratches on the main body, scratches found on the operation part, discoloration of the operation part, scratches found on the insertion part corrugated tube oredome, suction cylinder scraped, scratches on the operation unit cover, scratches on the up/down knob, scratches on the up/down angle fixing lever, scratches found on the grip, scratches are found on the universal cord, scratches on the scope connector side of the universal cord, and scratches on the right/left angle fixing knob. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera duodenovideoscope, forceps elevator wire fray. Upon inspection and testing of the customer returned device, the scope adhesive part of the lighting lens was found peeling off. In additional, there was a gap in the glued end and dirt entered the lens through the gap. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling caused the defect. Olympus will continue to monitor field performance for this device.